Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Service: alarm - error codes / messages display board- segment dim alarm - error codes / messages- 07/30/2019 11:48:02 rfc_repairs (rfc_repairs) po for $365. 08/07/2019 14:42:28 arjel ancheta (arjeanch) inbound error 08/12/2019 06:37:04 quirino c guarin (qguarin) no fault found but error log contain numerous entries of error 200.5040, this error is software incompatability, customer attached this unit to a pcu with incompatible software. Verified customer software in xdo3 and zsm0054 and device has the correct software. 08/12/2019 12:03:02 quirino c guarin (qguarin) replaced u4 on display pcb for dim segment. 08/12/2019 12:05:00 marites malig (mmalig) phone 858-458-7000 7000 inspected solder u4 on display board.